Manufacturer narrative:
Alleged failure: strykeflow 2 disposable suction/irrigator withot disposable tip ref# (B)(4) exp. 04/01/2026 lot#24092fg2 sparks when the blue button engaged, sparks appear under red/blue button in white compartment. Switched with a different lot number lot#24097fg2 sparks as well, wrapped in wet towel to prevent ignition, surgeon offered 3rd device with different lot# and refused. 2nd device used to finish case without incident, team lead made aware, charge nurse aware the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be compromised insulation on the red wire causing arcing and thus heating of the contact. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device sparked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device sparked.